Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they received a motor error alarm.

Manufacturer narrative:
The pump was received with a broken off end cap. Unable to test for the motor error alarm due to the broken off end cap. However, the motor was tested outside of the device and it passed. The pump also had minor scratches on the lcd window and a cracked reservoir tube lip.